Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the led on the control panel does not light up due to front panel depressed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited front panel is depressed, the light-emitting diode (led) on the control panel does not light up. There was no patient involvement.